Manufacturer narrative:
Findings: unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify low battery alarm or rf test failed alarm due to failed battery test alarm due to failed battery test alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test and battery went to low within a few days without any warning. The customer's blood glucose is unknown. Troubleshooting was not performed. The insulin pump will be replaced and returned for analysis.